Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 51 mg/dl at the time of incident. The customer treated low blood glucose value with glucose tablet. The customer did not use auto mode. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Customer reported insulin pump was not worn during a medical procedure. Customer stated insulin dripping or squirting from end of set before connecting at their site. Customer reported programming is accurate. The insulin pump will not be returned for analysis.